Manufacturer narrative:
(B) (4) haptic(s), broken - (B) (4). (B) (4).

Event description:
The reporter stated the surgeon inserted a aq2003v three piece silicone lens. The lens was removed due to a broken haptic. There was no pt injury. Backup lens was implanted.